Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 2134265-2010-02507 for the other associated device information. It was reported to boston scientific corporation (bsc) that an unknown bsc metal biliary stent and a wallflex enteral duodenal stent were used during procedures performed on (B) (6) 2010. According to the complainant, the stents were placed to treat an end-stage cancer patient who presented with a common bile duct (cbd) stricture and a duodenal stricture. On (B) (6) 2010, the physician performed an ercp (endoscopic retrograde cholangiopancreatography) with the intention of placing the unknown bsc metal biliary stent (the subject of MFR # 2134265-2010-02507) in the cbd stricture. The physician, however, could not access the cbd and the patient was referred to radiology. On the morning of (B) (6) 2010, radiology successfully implanted the unknown bsc metal biliary stent in the patient¿s ampulla. That same day, (B) (6) 2010, the patient underwent an eus (endoscopic ultrasound) with neurolysis followed by an egd (esophagogastroduodenoscopy) and duodenal stent placement to relieve pain. A wallflex enteral duodenal stent (the subject of MFR # 3005099803-2010-02375) was chosen for the duodenal stricture and was successfully implanted, bridging the papilla and pyloris. The physician stated that there was no problem or alleged malfunction of the wallflex stent, but that he was not happy with the placement. The physician made two attempts to reposition the stent by pulling it back towards the stomach with forceps. The physician believes that during these attempts, he may have damaged or ruptured a vessel which caused the patient to have a possible pulmonary embolus and/or a possible air embolus. An air block to the heart was confirmed on CT. The patient was recovered and sent to the micu. The patient passed away during the night. No autopsy was performed; however, the patient¿s death was determined to be the result of a rupture of the duodenal varice which caused an air embolism.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.